Manufacturer narrative:
Medication given consisted of aspirin, plavix, cilostazol, argatroban, and heparin. The act pre-procedure was 135 seconds, and post-procedure was 326 seconds. A cd was not available of the event. Other than the reported event, no other damages were noticed on the distal tip (unraveled, stretched, fracture, separated, kink, bend, etc), stent (strut uplift, kink, bend, fracture separated, etc), or delivery system, and the stent was not completely recapture in the introducer. No further information was available. This one of two products used during the same procedure on the same patient, which is associated with MFR reports #1058196-2011-00134 and 1058196-2011-00135. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from (B)(6) enterprise post market study that when the 37mm enterprise vrd (B)(4) was partially deployed in the heavily tortuous vessel the distal end migrated to the proximally. Attempted recapturing into the prowler select plus microcatheter (product code and lot unknown) was unsuccessful. The vrd and microcatheter were withdrawn while the distal end of the vrd was slightly deployed. They were removed from the patient successfully. The procedure was continued using another enterprise vrd and was completed without adverse event. The procedure was treatment of a saccular basilar artery aneurysm. The proximal vessel diameter was 3.7mm and distal was 4.5mm. The neck was 14.7mm. A constant and dedicated saline source was utilized at all time and constant fluoroscopy was performed at all times during the delivery and deployment. The enterprise had only been recaptured once. No other damages were noticed on the distal tip (it was not unraveled, stretched, fracture, separated, kink, bend, etc); stent (there was no strut uplift, kink, bend, fracture separated, etc); or delivery system. The stent was not completely recaptured in the introducer upon removal. Procedural images are not available. The devices are not available for analysis. The lot number of the prowler select plus microcatheter is not known; therefore a device history record review cannot be completed. The instructions for use contraindications outlines that it is generally contraindicated for use in patients in whom the angiography demonstrates anatomy is not appropriate for endovascular treatment due to severe intracranial vessel tortuosity. Without procedural films or the return of the devices for analysis no definitive conclusion can be made. However, based on the available information it appears that procedural factors/handling and the reported heavily tortuous characteristic of the vessel in which the enterprise was being implanted may have contributed to the stent moving proximally after partially being deployed out of the microcatheter. It is possible that procedural factors may also have impacted the ability to fully recapture the device into the prowler select plus. There are no identified manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report #1058196-2011-00134 & 1058196-2011-00135.

Event description:
The report received from (B)(4) pms enterprise for patient with ID (B)(4) indicated that the procedure was coil embolization assisted with the enterprise vrd system (enc453712) for the aneurysm in basilar artery. The vrd was about to be placed in the target lesion which was heavily tortuous when the stent was deployed approximately 8mm, the distal end migrated to the proximal position. Recapturing was not successful. The vrd and the mc were withdrawn while the vrd distal end was slightly deployed. They were removed from the patient successfully. Recapturing was attempted but unsuccessful. Eventually the delivery system was withdrawn in the microcatheter (prowler select plus-catalog and lot unknown) with the stent partially deployed. The procedure was continued using other enterprise and completed without adverse event. Enterprise stent was recaptured once. A constant and dedicated saline source was utilized at all times, and constant fluoroscopy was performed at all times during delivery and detachment. The vessel proximal diameter was 3.7mm and distally was 4.5mm. The aneurysm was saccular, and the neck size was 14.7mm.